Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the dn. The root cause for the damaged cable could not be positively identified, but was likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A review of service data detected a reportable problem. During servicing, the cables on electrode belt sn (B)(4) were damaged. The last pt to use this electrode belt dod not report any deficiencies.